Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and insulin pump alleging possible under delivery. The customer blood glucose level was 470 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced symptoms such as nausea. The customer was treated with bolus through insulin pump, pen and syringes for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer stated insulin pump had no delivery alarm. Customer stated insulin did exit. The customer stated that the cannula was not bent. The insulin pump and reservoir will not be returned for analysis.